Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent release of the posterior mesh arms, partial resection of mesh, and diagnostic cystoscopy. It was reported that following insertion the patient experienced pain, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2010 and mesh was implanted, on (B)(6) 2010 mesh was implanted, and on (B)(6) 2011 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/14/2016.(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent resection of posterior vaginal mesh, repair of rectocele grade iii on (B)(6) 2012 due to pelvic pain with posterior mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.